Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump received flashing white display and missing segments. Unable to perform the sleep current test, active current test and self-test due to flashing white display and missing segments. Unable to download history files and traces using [thump] due to flashing white display. The pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken belt clip rails, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, overlay scratched, cracked case, battery tube threads cracked, cracked case (battery tube), and cracked case-corner of belt clip rails. Cosmetic damage was confirmed where scratched case, pillowing keypad overlay, broken belt clip rails, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, overlay scratched, cracked case, battery tube threads cracked, cracked case (battery tube), and cracked case-corner of belt clip rails was noted. Flashing white display and missing segments were confirmed during analysis due to cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.